Event description:
The healthcare professional reported that during an endovascular embolization procedure, the coil introducer of the 2.5mm x 3.5cm orbit galaxy complex xtrasoft coil (640cx2535 / lot# unknown) broke during resheathing. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Based on the result of the product analysis completed on 07-jul-2025, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section d.2b: procode is krd/hcg. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 2.5mm x 3.5cm orbit galaxy complex xtrasoft coil was received contained in the decontamination pouch. Visual inspection was performed. The hypo-tube was broken in two separate pieces. The point of break was at 50.0cm from the proximal end of the delivery system. Multiple kinks were found along the entire length of the hypo-tube. Microscopic inspection revealed a pinched-like appearance at the point of breakage, indicating that this fracture could be the result of a severed kinked condition. The coil was inspected, and it was found slightly kinked and covered in biological matter. High resistance prevented the proximal end of the hypo-tube from advancing from the introducer sheath due to severe kinking. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The issue reported regarding the broken re-sheathing system is confirmed based on the separated hypo-tube and several kinks found. These damages and the accumulation of biological matter on the embolic coil suggest that a continuous flush may not have been maintained, increasing the risk of friction between delivery system and microcatheter, resulting in the damages found; however, this remains speculative. With the limited information available, the root cause of such damages cannot be conclusively determined. Since the procedural situation that led to the coil being re-sheathed is unknown, there could be other factors that may have contributed to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The kinks on the embolic coil were not originally reported, and the exact time of occurrence cannot be determined; therefore, these are not considered related to the issue reported. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.